Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation evaluated the device and the device performed to specification. The device was put through extensive testing including full bench handling, all incoming tests including the 'fast' test without any noted failures. The error occurred due to the device lid being closed without pads attached and were later cleared when pads were attached. This claim has been closed as device meets specification. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device did not detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.